Event description:
It was reported that a patient underwent a laparoscopic left partial renal resection procedure on (B)(6) 2014 and an absorbable hemostat was used on the resection bed renal parerenchym to stop bleeding. On (B)(6) 2014, a secondary bleeding (post op) occurred which required revision surgery with subsequent complicated healing process. The complicated healing process was described as hemorrhagic shock, critical illness, polyneuropathy with severe dysphagia. The patient developed postop bleeding and required a repeat procedure. The current condition of the patient was reported as after 25 days in ICU, the patient was moved to a neurologic rehabilitation. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/23/2020. Corrected information: b1, b2, h1 ¿ this medwatch is not reportable by ethicon, inc. As the importer because this device was not imported into the USA. Therefore, this medwatch report is being voided.